Manufacturer narrative:
Section a, b5, b6, b7, d3: correction. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history review found no related events. The customer reported issue was able to be replicated through performance verification testing (pvt). The cause of the reported issue was a failed air-in-line detector. The reported issue was resolved by replacing the air-in-line detector. Further inspection found a separating upstream occlusion (uso) seal. The uso was replaced. The dso/uso sensor calibration was performed. The device then passed all functional testing after repair.

Event description:
There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alerts "air in line" on all sets. There was unknown patient involvement.